Event description:
While undergoing an automated scanning procedure, the pt's arms were hanging down over the sides of the table. The gantry ring rubbed her hand as the gantry was returning to the home position. The pt's hand had recently undergone skin grafting, and contact with the gantry ring may have caused the exposed skin graft to open.